Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: total delamination of the valve, crack valve, white particles in the shell, fold creases, and wear abrasion. Leak test and microscopic analysis was performed which identified: crack valve and total delamination of the valve. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. Total delamination of the valve assessed as adhesive failure. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation

Event description:
Healthcare professional reported left side deflation. The device has been explanted and replaced.